Event description:
It was reported by the clinical support specialist (css) that "a 40cc lws was placed without difficulty. The staff have tried to start the pump without success. The pump immediately alarms with a "purge failure" alarm. Staff stated that they do have a good ap waveform present from the fos, however it has not been zeroed. The EKG was placed on the patient, and there is a good EKG signal on the pump as well. It was confirmed that there is helium in the tank, and it is almost full. The gas connector is correctly connected. The staff start the pump again, but it still immediately alarmed for "purge failure". As a result, the staff swapped out the pump and performed fos map calibration. There was no report of patient complications, serious injury, or death". Additional information received stated that "the patient was being well supported by the second pump with no further issues".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of persistent purge failure alarms is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that "a 40cc lws was placed without difficulty. The staff have tried to start the pump without success. The pump immediately alarms with a "purge failure" alarm. Staff stated that they do have a good ap waveform present from the fos, however it has not been zeroed. The EKG was placed on the patient, and there is a good EKG signal on the pump as well. It was confirmed that there is helium in the tank, and it is almost full. The gas connector is correctly connected. The staff start the pump again, but it still immediately alarmed for "purge failure". As a result, the staff swapped out the pump and performed fos map calibration. There was no report of patient complications, serious injury, or death". Additional information received stated that "the patient was being well supported by the second pump with no further issues".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of persistent purge failure alarms was confirmed by the field service agent. No part was returned for investigation. According to the information received, the customer chose not to have service performed. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the purge failure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that "a 40cc lws was placed without difficulty. The staff have tried to start the pump without success. The pump immediately alarms with a "purge failure" alarm. Staff stated that they do have a good ap waveform present from the fos, however it has not been zeroed. The EKG was placed on the patient, and there is a good EKG signal on the pump as well. It was confirmed that there is helium in the tank, and it is almost full. The gas connector is correctly connected. The staff start the pump again, but it still immediately alarmed for "purge failure". As a result, the staff swapped out the pump and performed fos map calibration. There was no report of patient complications, serious injury, or death". Additional information received stated that "the patient was being well supported by the second pump with no further issues".